Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implantation procedure, interrogation was performed before implantation and an error message stating erroneous parameters appeared. The device was removed and a new device was implanted. The patient was stable.

Manufacturer narrative:
The reported event of ¿invalid parameter pop-up screen¿ was not confirmed. Analysis was normal. No anomalies were found. The device battery voltage is still near beginning of life (bol) level. Analysis of device image indicated a high lead impedance alert, which is consistent with interrogation and measurements performed prior to device implant and considered normal behavior.